Manufacturer narrative:
It was reported a guidewire broke off inside the patient. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the reported nature of the incident and out of an abundance of caution this medwatch is being filed. If additional information becomes available, this report will be re-opened and re-evaluated.

Event description:
It was reported a guidewire broke off inside the patient.